Event description:
It was reported that the patient was revised for a fractured femur - left side (bone only not implant). The stem was revised and surgeon implanted a biomet stem after cabling the fracture.

Manufacturer narrative:
It was noted that no additional information would be provided due to the hospital policy. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. Based upon the limited information provided, the exact cause of the event could not be determined.